Event description:
Patient is an elderly with complicated medical history who was admitted to fv for observation for complaints of chest pain and sob. Ep was consulted for drug-resistant afib and the decision was made to proceed with crt-d implant with avj ablation. During the procedure, the attending was placing a coronary sinus pacing lead using an eds whisper wire to gain access. Once the lead was placed and the wire removed, it was noted that the eds whisper wire tip had broken off and remained in the coronary sinus. Imaging was utilized to confirm retention of the tip. Vascular surgery was consulted on removal and the decision was made to leave in place and to secure with the coronary sinus lead. No further complications throughout the remainder of the procedure and the patient was transferred to recovery in stable condition.